Event description:
The customer reported that she was splashed in the face while disconnecting a waste tubing from the external waste pump which was attached to the alinity ci-series system control module. The external waste pump was generating errors and leaking. The customer was in the process of replacing the external waste pump when the liquid from the waste tubing splashed her face. The customer was wearing a lab coat, gloves, and goggles at the time of the incident. She immediately washed her face and eyes with aqua dest (sterile water). The customer stated that she is doing fine. She did not seek any treatment other than washing her face and eyes with sterile water. There was no impact to patient management reported.

Manufacturer narrative:
The customer was splashed in the face while attempting to connect a waste tubing on the replacement alinity ci external waste. The power to the external waste pump was on at the time the customer was connecting the waste tubing while the alinity analyzer was in a stopped status. The customer was wearing a lab coat, gloves, and goggles at the time of the splash. An instrument service history review for (B)(6) revealed no subsequent complaint regarding parts spraying fluid in the face. A review of tracking and trending of the alinity ci-series system control module did not identify any trends associated with the complaint issue. A review of tracking and trending for the alinity ci external waste did not identify any trends. The device history records were reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on this investigation, no systemic issue or deficiency was identified for the alinity ci-series system control module, serial number (B)(6) or the alinity ci external waste.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that she was splashed in the face while disconnecting a waste tubing from the external waste pump which was attached to the alinity ci-series system control module. The external waste pump was generating errors and leaking. The customer was in the process of replacing the external waste pump when the liquid from the waste tubing splashed her face. The customer was wearing a lab coat, gloves, and goggles at the time of the incident. She immediately washed her face and eyes with aqua dest (sterile water). The customer stated that she is doing fine. She did not seek any treatment other than washing her face and eyes with sterile water. There was no impact to patient management reported.